Manufacturer narrative:
No patient sample was available for investigation. Customer troubleshooting included performing quarterly maintenance which was due and the discovery of a bent r1 reagent probe. The bent r1 reagent probe was replaced and calibrated. The customer then observed dripping from the cuvette washer nozzle. The customer inspected the high concentration (hc) waste pump which did not appear to be leaking. The customer was advised to replace the hc waste pump poppet valves (ln 09d36-02) and to clean the mixers (ln 09d59-02). The customer confirmed that since replacing the poppet valves and cleaning the mixers the qc is in range and the instrument is running as expected. A six month review of the architect c8000 sn (B)(4) service history identified no additional contributing factors on or around the date of the issue. No subsequent reports have been received since the customer cleaned the mixers and replaced the poppet valves. Customer complaint data was reviewed and no adverse trends were identified. A search for non-conformances for the mixer and poppet valve set was performed. No non-conformances were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended. The results code in was changed to (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c8000 analyzer has generated discrepant sodium results. The following results were generated on one patient sample: 119, 136, 136, 129, 137 and 135 mmol/l. There was no report of impact to patient management.